Event description:
The hcp reported that approximately 2-3 months ago a patient had developed sepsis following a tuna procedure. The patient was hospitalized and has since recovered with no further complications.